Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of the ht command 18 guide wire (gw), the tip coils separated, and the core remained intact. The guide wire remained in one piece. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided regarding this issue. Another command 18 guide wire was prepared and used without issue to successfully complete the procedure.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported break was confirmed. There were multiple bends on the entire length of the core. The polymer coating remained on the guide wire. The polymer coating was wrinkled, pinched and was separated (not in two pieces) in two locations. The polymer at the separation was bunched and jagged. There was no separation noted to the tip coils as reported. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factors that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.